Event description:
It was reported that on august 3rd during a selenia procedure gantry was rotating on its own, a field engineer was dispatched and determined that ¨it was most likely a stuck c-arm rotation switch. All the switches were cycled to make sure they all worked and released back to customer with no further issues¨. No harm to the patient reported. No other information is available.